Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd screen. Unable to perform any tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, a21 error test and off no power test due to cracked and bleeding lcd screen. The insulin pump had minor scratched lcd window, display window missing, broken battery tube threads, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump broke. He caught the infusion set on a door knob and the insulin pump fell on the floor. The threads on the battery compartment broke. Customer's blood glucose level was 600 mg/dl. The customer bolused with the insulin pump after he inserted a new battery. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.